Manufacturer narrative:
(B)(4). Date sent: 9/8/2021.

Manufacturer narrative:
(B)(4). Date sent: 9/20/2021. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. However, it was noted that beads were discolored. Presumably, from either some chemical or physical treatment (heat) after the explant of the device. Note that the devices go through 100% visual inspection prior to release. The link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Only event year known: 2021 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: on what date did the implant take place? (B)(6) 2019. On what date did the explant take place? (B)(6) 2020. What is the product code? Size 16 linx product code unk. Lot #? Lot number unk. What was the reason for removal of the linx device? Recurrent lpr symptoms (laryngopharyngeal reflux). Troublesome symptoms never resolved since surgery. Medical testing prior to explant: (B)(6) 2020: gastric emptying study - delayed (B)(6) 2020: egd: retained food in stomach (B)(6) 2020 bravo: composite dm 19.7. Patient info: jb 52204 dob: (B)(6). Male (B)(6) years (B)(6). 71" comorbidities = gastroparesis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code? Lot #? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted?

Event description:
It was reported that a linx device was explanted. There is no additional information.